Manufacturer narrative:
Based upon inquiry information received, visual examination and functional test, it was condluded that the reported event during surgery occurred due to the adhered staples in the track. The instrument was received with body fluid in the nose. It was cycled and just one fire was performed. The next staples would not be feding to the firing position. The instrument was disassembled and 12 staples were found in the track.

Event description:
It was reported during a laparoscopic hernia repair the ems only fired 7 staples. They think it either only had 7 staples to begin with or that it stopped working after 7 firings. There was no consequence to the pt.